Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced but was confirmed through a review of the device event history log. During the eval, the downstream sensor current reading was out of specification (low) with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The device was recalibrated.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any pt involvement, injury or medical intervention is unk.